Manufacturer narrative:
Pt info was requested. To date, info has not been received. The device was reported as returning. To date, the device has not been received. A f/u report will be submitted once the investigation has been completed.

Event description:
A clinical incident involving a turbovac 90 3.5mm 90 deg. Suction arthrowand was reported to arthrocare. During a shoulder arthroscopic subacromial decompression procedure, a small transparent plastic piece broke off the distal tip of the arthrowand and vanished not to be found. There was no reported injury to the pt.